Event description:
Additional information was received from the patient (pt). Pt called back stating that their controller had been malfunctioning for probably 3 or 4 weeks and they called patient services once before and the agent said it was probably the implant itself causing the issue. Pt said the issue could not be with the implant since the controller did not want to match up. When recharging the ins it took them 3 hours to charge from 10% to 60%. When the pt was able to charge the ins the controller battery would drain to 20% and the ins would go from being in the red to only 40% charge. Then sometimes they would charge and have no problems for it charge the ins in 30 minutes. Pt noted they had to now put the recharger belt tight on their body and sit straight to get it to read a charge. Then another day or two it took the pt 2 hours to charge the controller from 20% and to 80% and then it would not charge anymore, and other times the controller would take 30 minutes to charge from 10% to 100%. The last two days they get can't it to find the device when trying to recharge the ins, the pt reset the controller but got no device found. Pt noted already documented report that they told the rep that the second week they had the intensity set at 4 and when it woke them up it was at 16 burning and shocking them it was so high so the rep had the pt turn it off and reset the controller. The rep said to call patient services. A replacement controller was sent.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant is taking a long time to charge. Patient stated the controller seems like it has a mind of its own. The patient reported they are having trouble with adaptive stim turning off and on. Patient reported they have adaptive stim set on a, b, and c and they set the intensity to 10 and 15 and 15 minutes later the intensity will go back to 7. Patient mentioned they have neuropathy and they had a couple times at night when they had the intensity set on 7, 12, and 14 and it was shocking them. Patient stated they get excellent quality when recharging the ins and it takes 2hrs for ins to go from 30% to 60% and they are charging the ins every 6-8hrs. Patient stated they are only using group c because the manufacturer representative (rep) set it so they didn't have to charge as often. Patient stated they noticed the group c went down to zero on both programs and their feet was burning and sometime the intensity will jump from 4 to 8 or 14 to 17 and they have adaptive turned off. Patient stated they had 3 adjustment and reprogramming since having the implant. Patient service (ps) asked patient if there is any visible damage on the recharger telemetry module (rtm) or controller and patient said no. Patient services specialist asked patient to connect with the controller and controller show implanted neurostimulator red and controller 100% and on group c, p1 at 14.0v, p2 at 14.0 and they charged up the ins to 100% last night and its zero this morning. Ps reviewed the rtm and controller are working as intended. Patient said they are getting excellent quality when recharging the implant and they keep an eye on the recharging quality to make sure the quality is on excellent. Ps reviewed device function and confirmed the external devices are functioning as intended and there is no damage to the devices. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned the therapy has helped him a great deal, they are able to walk to the mailbox and mow the lawn so the therapy is doing what it supposed to do.